Event description:
It was reported that the patient was seen with low impedance of less than 600 ohms. The vns device is being explanted due to normal eeg, and the patient has been seizure free for years. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the low impedance occurred years ago. The patient has been explanted. The explant facility and provider are a do not contact account and what they stated was that the patient had been seizure free for years and exhibited normal eegs to support the reason for explant. No further information can be obtained. No other relevant information has been received to date.